Manufacturer narrative:
The device history the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact and delivery wire were kinked likely due to handling. The main coil was detached and was not returned. Analysis of the delivery wire detachment zone revealed that the detachment of the coil appeared to have occurred via electrolysis. Information available indicated that the coil was confirmed to be in good condition prior to use; however, that it could not be detached during procedure. As the main coil was not returned and only the delivery wire, it cannot be determined when during the procedure the coil detached and further information is not available. Based on the information currently available the exact cause for the coil detachment cannot be determined.

Event description:
Analysis of the returned device revealed that the main coil had detached from the delivery wire. There were no patient clinical consequences reported.